Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that three different medtronic leads were attempted without successful placement. The first lead had dislodged and the second and third attempts would not track over the wire and down the lateral branch. Therefore, all three leads were abandoned and a new lead was implanted. This patient is part of the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.